Manufacturer narrative:
Initial.

Event description:
It was reported that a user of the ilet experienced elevated glucose after a routine dinner announcement, with a concurrent cgm reading suspected to be inaccurate and a fingerstick glucose of 214 mg/dl; infusion supplies had been changed about an hour prior with no reported leaks and correct application of the infusion set, and the device used a freestyle libre 3 plus cgm, while the specific device component implicated remained unclear due to insufficient information. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included interviews and analysis of information provided by the user or third party. Investigation of this case revealed no findings available, and the available information was insufficient to identify a device problem or a specific component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.